Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that the battery longevity had dropped from 2.5yrs to remaining now at 9 months. Technical services (ts) reviewed the data and stated that the device was exhibiting pbd and should be replaced and returned to boston scientific for detailed analysis. The therapy delivery was currently unaffected. The device should be replaced within 90 days. The device currently remains in service. No adverse patient effects were reported.